Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 4.0mm x 20mm x 143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.